Event description:
The plastic, cone shaped nozzel on a j-tip needless injection device broke off from the device when the co2 cannister was activated. The patient did not receive adequate analgesia at the site of administration. Result was painful venipuncture. Packaged by (B)(4), MFR (B)(4)-irvine. Lidocaine 1% buffered: dose or amount: 0.25 ml, frequency: once, route: subcutaneous.